Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an unspecified contamination ¿while closing the minicap (connecting cap) by the patient¿. The patient was hospitalized for the peritonitis event and was treated with unspecified antibiotics. Pd therapy was ongoing. At the time of this report, the antibiotic therapy was completed and the patient was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide additional information.